Event description:
It was reported that during a da vinci si nephrectomy procedure, while dissecting the patient's kidney, arcing was observed coming from the tip cover accessory installed on the monopolar curved scissors (mcs) instrument. The tip cover accessory was removed and a hole was found. The tip cover accessory was replaced to successfully complete the procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory and monopolar curved scissors (mcs) instrument have not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted.